Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of manufacturer device history records of the device shows that the generator, in which the high lead impedance was detected, is a demo generator listed as "not for human use."

Event description:
It was reported that the vns patient¿s device showed high impedance. No known surgical interventions have occurred to date. No further information relevant to the event has been received to date.